Manufacturer narrative:
Unit returned with depleted battery. "Cvs alkaline installed"

Event description:
It was reported that the customer passed away. Caller stated that it was unknown if the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetes complications, amphetamine intoxication, pneumonia and coronary vascular disease. Nothing further was reported.